Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 270 mcg/day) via an implanted pump. On (B)(6) 2022, it was reported that over the weekend the patient started exhibiting withdrawal-like symptoms. Per the reporter, the patient was very sensitive to any dosing changes. They had increased the dose from 270 to 327 mcg/day, and it seemed like a little too much, so they dropped it back down to 270 and that seemed to be not enough. The hcp was likely going to increase the dose again. On (B)(6) 2022, additional information was received from the hcp via the company representative who reported that the patient had had fluctuating intermittent signs of withdrawal and overdose. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A dye study appeared normal. The patient was taken to surgery on (B)(6) 2022. Catheter aspiration was done before explanting and the catheter appeared to be functioning. The pump and catheter were both replaced. At the time of explant, the pump was delivering lioresal (500 mcg/ml at 327.34 mcg/day). It was unknown if the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.